Event description:
It was reported that a dexcom g7 cgm failed to pair with the ilet despite pairing successfully to the patient¿s phone, and the patient noted the sensor codes did not match between devices; the patient entered the correct dexcom sensor code and insulin delivery then resumed, but blood glucose rose to 249 mg/dl and remained above range for over four hours. Symptoms included no reported clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and education on verifying and correcting the sensor code to restore cgm-ilet communication. Investigation of this case revealed that a mismatched sensor code caused pairing failure to the ilet, leading to inaccurate or absent glucose data for automated insulin dosing until correction. It was concluded that user correction of the sensor code resolved the pairing issue and insulin delivery proceeded as expected without further adverse effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.